Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6) , during a thv procedure in aortic position by transfemoral approach, after predilation (bav) of the native valve, difficulties were noticed in retrieval the 25mm edwards balloon catheter. Despite many attempts of total deflation of the balloon, resistance was encountered. For safety reasons, it was decided to perform a surgical cutdown and the balloon was extracted with the esheath. Then procedure started again and thv was implanted successfully with good outcomes and no consequences for the patient. There was no patient injury, the patient outcome was good.

Manufacturer narrative:
No product returned engineering evaluation performed, as the device was not returned for evaluation. As the device was not returned, no visual, functional dimensional or imaging evaluation was performed. The work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint were reviewed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review of the related work order was performed and revealed no other complaints relating to the related complaint codes. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. As the complaint for ''deflate and/or withdraw balloon - difficulty or inability to withdraw system through sheath'' was unable to be confirmed, a complaint history review is not required. IFU for tf bav catheter, device preparation manual, and the procedural training manual were reviewed. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for ''deflate and/or withdraw balloon - difficulty or inability to withdraw system through sheath'' was unable to be confirmed as neither the complaint device nor applicable imagery were returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, based on a review of the DHR and lot history, there is no evidence to confirm that a manufacturing non-conformance contributed to the complaint. A review of IFU/training materials revealed no deficiencies. The complaint description states, ''during thv procedure in aortic position by transfemoral approach, after a predilation of the native valve, difficulties were found to retrieve a 25mm edwards balloon. Despite many attempts of total deflation of the balloon, resistance still remained.'' The case notes mention the patient had ''medium'' calcification and tortuosity of the access vessels. Access vessel tortuosity can result in non-coaxial retrieval of the balloon catheter through the sheath. Additionally, access vessel calcification can further contribute to withdrawal difficulties as calcification creates a narrower space for sheath expansion and can interfere with device coaxiality. Without the complaint device or applicable imagery, a definitive root cause is unable to be determined. However, available information suggests that patient factors (calcification, tortuosity) contributed to the complaint event. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. Since no edwards defect, which could have resulted in the complaint, was confirmed, no preventative or corrective actions are required. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required h3 other text : the device was discarded.